Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer's wife states that the patient feels well and requires no medical attention. Customer's' expected blood results are 100-140 mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and were first opened 1 week ago. Customer performed back to back blood test, 222 mg/dl and 226 mg/dl fasting. Reviewed meter memory: 1:240mg/dl, (B)(6) 2015, 01:30:00 pm fasting: yes. 2:126mg/dl, (B)(6) 2015, 09:30:00 am fasting: no. 3:129mg/dl, (B)(6) 2015, 06:50:00 am fasting: yes; 4:132mg/dl, (B)(6) 2015, 03:30:00 am fasting: yes; 5:160mg/dl, (B)(6) 2015, 01:00:00 am fasting: yes. Patient had a reading of 129mg/dl this morning, had garbled speech and was agitated.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and first opened 1 week ago. Customer performed back to back blood test, 222mg/dl and 226mg/dl fasting. Reviewed meter memory: (B)(6). Patient had a reading of 129mg/dl this morning, had garbled speech and was agitated.